Event description:
It was reported that "needle of raulerson syringe cracked and allowed air to be aspirated up into the syringe and saline to leak out of it. Provider noticed the air in the syringe and dropped a new 18ga needle to complete the procedure. Patient was unharmed". There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one introducer needle attached for analysis. No definite signs of use were observed. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of a cracked needle hub was confirmed by visual inspection of the returned sample. Visual analysis revealed a crack in the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting , sideloaded as the clinician attempts to locate a vessel , etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "needle of raulerson syringe cracked and allowed air to be aspirated up into the syringe and saline to leak out of it. Provider noticed the air in the syringe and dropped a new 18ga needle to complete the procedure. Patient was unharmed". There was no medical intervention required. The patient's current condition is reported as "fine".